Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stated he felt stimulation in his groin after implant. However, stimulation was felt in his targeted area of pain. Later, the patient stated the stimulation is felt in the abdomen and not in the targeted pain area. Fluoroscopy revealed the patient lead had migrated. The patient was advised to turn the scs system off. As such, the patient may undergo surgical intervention as the next course of action.